Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient was complaining of pain. Surgeon recognized tibial subsidence and scheduled revision total knee. Primary tibia/poly was removed and ts liner/baseplate/stem was implanted. Surgeon stated that there was a significant poly wear.